Event description:
During right hemicolectomy, 2 ethicon echelon flex powered plus staplers malfunctioned after first stapling. Unable to use a second or third time. Opened reloads that were unable to be used. Ethicon notified. Used different style of stapler.